Event description:
It was reported that when the nurse opened the oxygen tank cylinder valve there was a flash accompanied by a loud noise. The end cap of the regulator and some of the internal parts were propelled from the regulator. It was reported that the nurse received second degree burns to her arm. After the initial flash, oxygen continued to be depleted from the tank until the arrival of the fire department but there was no sustained flame or fire.